Event description:
Device issue: none. Adverse event: worsening heart failure/cardiomyopathy requiring intervention. Onset of adverse event: after the procedure. It was reported via trial that on (B) (6) 2008, the pt underwent stenting in the mid right coronary artery with two xience v stents. On (B) (6) 2009, the pt experienced in-stent restenosis. The pt's ejection fraction had decreased since the (B) (6) 2009 event. On (B) (6) 2009, the pt experienced shortness of breath with systolic heart failure due to ischemic cardiomyopathy. The pt underwent a planned procedure to implant a biventricular pacemaker and cardiac resynchronization therapy-defibrillator. The pt's condition resolved on (B) (6) 2009. There was no adverse pt sequela. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). There was no reported product deficiency. Ischemia is listed as a known adverse event of coronary stenting in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship, if any, to the devices cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. The 3.5 x 28mm xience v (part 1009554-28, lot 70228p5), is being filed under this MFR number.